Manufacturer narrative:
The device history record review noted no spontaneous anomalies, request for deviations, non-conformances or other issues with the production of this device. The review of the manufacturing process and the engineering design noted no systemic issues with this device. The customer's reported event was that the part of the mounting hub had broken at the hub connection. The device was scrapped by the user. No examination of the device was possible. The photograph provided confirms that the hub was broken. The dents on the side of the saw blade that are visible in the photograph indicate that the saw was impacting a hard object during use, most likely the saw guide. Historically, the cause for this event is most probably impact damage of the blade during use. The sides of the blade impact the metal cutting guide as the blade oscillates. The repeated high speed impact of both sides of the cutting blade against metal guide can stress the material at the connection (hub) to lead to the breakage of the hub. The most likely cause for the damage may be attributable to user error and the device set up. The severity and frequency do not warrant further actions; there are no recommended actions at this time.

Event description:
Additional information received on apr 22, 2016 stating that the surgical technique for the product was utilized and no medical intervention or additional surgical procedure was required.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that while in use in the power saw, the saw blade broke at the hub attachment .